Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
It was reported that the patient presented with knee pain and feeling catching in mid flexion. X-rays indicated that the patient's femur jumped the post of the poly insert and had a diaphyseal femoral fracture that split like wood. Patient claims they did not fall or twist knee. Surgeon could not explain how this happened other than the patient falling or twisting. Treatment was to pull out femoral construct and cable the femur fracture. Then implant another attune revision femur and stem along with a femoral sleeve. Doi: (B)(6) 2019; dor: (B)(6) 2019, left knee.